Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on april 26, 2006. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain and elevated metal ions levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This is an additional medwatch report associated with complaint (B)(4) due to additional information received on (B)(4) 2014. See 3002806535-2014-00294.